Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent atrial undersensing. Follow-up with the physician's office determined that undersensing was not confirmed, and that the patient was in af with rvr (atrial fibrillation with rapid ventricular response). The patient's rate control medication was increased and the lead remains in use. No patient complications have been reported as a result of this event.